Event description:
It was reported to boston scientific inc on (B)(6) 2011 that this IV lead was implanted into the rv port. This is considered off label product use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).